Manufacturer narrative:
Continuation of d10: dtpb2qq crt-d implanted (B)(6) 2023; 5019 adaptor implanted (B)(6) 2023; 6996sq58 lead implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was being paced at a rate below the cardiac resynchronization therapy defibrillator's (crt-d) programmed lower rate. It was determined that the device's sleep feature, which allows the device to pace at a slower rate during a programmed sleep period, was turned on. The crt-d remains in use. It was also reported that capture could not be confirmed on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that at the time the loss of capture was noted, the patient was in the operating room for a valve replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.